Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and foam degradation. In addition, the device had no dust/dirt contamination and displayed error code e065 (err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed.